Event description:
It was reported that a sensor that did not provide readings occurred. The sensor was inserted into arm on (B)(6) 2022 which is considered off label usage of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale stop command which led to an early sensor expiration. The reported event of a t a sensor that did not provide readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).